Event description:
The patient reportedly experienced facial nerve stimulation. Programming adjustments were made, however, this did not resolve the issue. Surgery to explant the patient's device is under consideration.